Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies and resumed insulin therapy. Reportedly, the customer had high levels of ketones, considered dangerous by healthcare provider and later admitted to hospitals intensive care unit with a blood glucose level of 450 mg/dl. Customer was treated intravenously with fluids of saline and insulin. Reportedly the issue was resolved with no permanent damage. Tandem technical support conducted a pump system check and confirmed pump is functioning as intended.